Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any pertinent additional information is provided, a supplemental report will be submitted.

Event description:
Information was received via clinical study that end cap separation occurred after a revision procedure.